Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
A surgeon implanted a graft on a patient. During a redo surgery, the outer layer of the graft was delaminated. The patient had an infection and the graft was removed.